Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella 5.5 was returned for evaluation. High purge pressure: upon visual inspection, biomaterial was present in the purge gap. No blood was present in the purge gap. Pump was connected to console in the lab with returned purge cassette and ¿high purge pressure¿ alarms were triggered after approximately 10 minutes. Pump was cut right below motor housing and high purge pressure was able to immediately resolve. Data logs were reviewed and log of full case shows ¿high purge pressure¿ alarms occurring on last day of support. Purge pressure rise observed over a period of approximately 8 hours. No motor current spikes observed prior to purge pressure rise. Purge pressure remained high for remainder of support with ¿high purge pressure¿ alarms being triggered. Clinical details noted that pump weaning had been initiating on day 4 of support when high purge pressure alarms were triggered. Purge at time of alarms was d5w with sodium bicarbonate. No kinks present on product noted in the field. The root cause of the high purge pressure was most likely due to biomaterial buildup in the purge gap. D9 date device returned to manufacturer added.

Event description:
The complainant reported that while a patient was on impella 5.5 support, a red alarm purge system was blocked and there were no kinks in the line. The decision was made to explant the pump and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿